Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no output and no telemetry communication. The device was cut open to enable further testing, and the battery was found depleted. Testing performed after connecting to an external power source indicated normal device characteristics. Electrical tests performed, including telemetry communication and output verification did not identify any functional issues. The reported interrogation anomaly is consistent with a low battery condition resulting from a hybrid integrated circuit anomaly.

Event description:
It was reported that two days post-procedure, the device could not be interrogated. Several attempts were made, even with a new programmer, with no success in interrogating the device. An alert showed that the device is old. The device was explanted and replaced. The patient was in stable condition with no adverse consequences.